Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 417 mg/dl due to a low suspend. The customer treated his blood glucose level with the insulin pump. The sensor's glucose reading was 59 mg/dl. The sensor and blood glucose reading difference was not within an acceptable range. The device was not returned.